Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they performed preventative maintenance in an arctic sun device and replaced heater, mixing pump, circulation pump, drain valves. Calibration could not be performed because the error number 92 (heater test- element 2 failure) after three attempts had occurred again and again at the same step. Service at the depot was recommended as the device could not be repaired on site.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not able to be reproduced. The resistance of all heater elements 1-4 were measured and were correct. Heater works and heats the water properly. No repairs needed. New calibration, mtk and est (stk) were performed. The device passed the procedure and can be placed back into normal use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they performed preventative maintenance in an arctic sun device and replaced heater, mixing pump, circulation pump, drain valves. Calibration could not be performed because the error number 92 (heater test- element 2 failure) after three attempts had occurred again and again at the same step. Service at the depot was recommended as the device could not be repaired on site.

Event description:
It was reported that they performed preventative maintenance in an arctic sun device and replaced heater, mixing pump, circulation pump, drain valves. Calibration could not be performed because the error number 92 (heater test- element 2 failure) after three attempts had occurred again and again at the same step. Service at the depot was recommended as the device could not be repaired on site.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review not required. The reported event was unconfirmed, labeling/packaging review was not required. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.